Event description:
The rptr stated a toric silicone lens model aa4203tl tore during insertion and the cause of the lens damage was unk. The lens was implanted and removed without pt injury. An msi-pr injector, lot number unk, and the mtc-60c fp cartridge, lot number 1198872, were used during surgery.